Manufacturer narrative:
Product analysis: as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box, within a sealed pouch, within an opened pipeline flex inner pouch (b053922), and within a dispenser coil. Visual inspection/damage location details: the pipeline flex pusher was found extending from within the phenom 27 catheter hub for ~51.0cm. No damages were found with the phenom 27 catheter body. The pipeline flex pusher ptfe sleeves and tip coil were within the phenom 27 distal tip. No damage was found with the phenom 27 distal marker/tip. The pipeline flex embolization device was pushed out from within the phenom 27 catheter, deploying the braid. No bends or kinks were found with the pipeline flex pusher. However, the pusher was found detached at the distal hypotube weld (solder joint). There was no evidence of stretching or elongation with the pipeline flex pusher. Both ends of the braid were found open, but damaged (frayed). Testing/analysis: the detached pusher was sent out for sem (scanning electron micrographic) / eds (energy dispersive spectroscopy) elemental analysis. The elemental analysis of the detached pusher end shows the presence of tin (sn). Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed. It is likely the damage found with the pipeline flex braid contributed to the event; however, the cause for the damage could not be determined. Regarding the solder joint separation issue, this event is similar to events that had already been investigated, and another investigation is not necessary. Based on the formal investigation conducted, solder joint separation can occur due to excessive force or inadequate solder/tinning. As the analysis showed the presence of soldering material (tin), thereby indicating that the soldering was conducted. A review of the manufacturing process did not uncover any deficiencies with regard to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. The proof load of 2.5n was performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to a specification that led to the resistance and detachment issues. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that the pipeline did not open in the vessel. No patient symptoms were reported. It was noted that dapt (dual antiplatelet treatment) was administered. The pru level was 325 gr a sprin 2 days before,75 gr clopiodel 7 days before. Another size of pipeline shield implanted without any problem. The aneurysm was unruptured with a saccular morphology (ica aneurysm c5-c6). The aneurysm had a max diameter was 5 mm with a neck of 2 mm. The landing zone had a distal size of 5 mm and proximal size of 4.2 mm. The vessel tortuosity minimal.